Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump's buttons was not responding when entering blood glucose. The customer blood glucose level was 328 mg/dl. Customer stated that insulin pump was not allowing patient to bolus. Customer stated that time clock was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.